Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that transmitter out of range alerts (cs 206) were emitted for more than three hours after starting the session when the cgm was within range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user to miss their blood glucose (bg) trending and fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2016 with the following findings: during testing, the returned transmitter paired successfully with a test pump. During testing, blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. The complaint of a transmitter out of range cs206 alert was not duplicated during investigation. The transmitter performed within specifications. There was no defect found.